Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors were blocked during the flush when connected to the terumo syringe. The following information was provided by the initial reporter: "they had two bd smartsite needle free valves (2000e-04) fail on a job this week. Cannula was patent, oozing without the bung and flushed freely with the third bung. Once the faulty bungs were removed they still did not flush."

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors were blocked during the flush when connected to the terumo syringe. The following information was provided by the initial reporter: "they had two bd smartsite needle free valves (2000e-04) fail on a job this week. Cannula was patent, oozing without the bung and flushed freely with the third bung. Once the faulty bungs were removed they still did not flush."

Manufacturer narrative:
H6: investigation summary: a 2000e-04 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21015661. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device in connection with a 10ml terumo luer lok syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015661 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However, following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. H3 other text : see h10.